Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 49 mg/dl on the previous day. The customer drank juice to increase bg level. The customer indicated that settings would be discussed with the health care provider, as adjustments could be needed.